Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition it was observed that the light guide cover glue was peeling, there was an air/water leak and the pink probe unit had a gap which had a leak. Further evaluation is ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of forceps cover glue peeling was observed at the time of inspection. There is no reported patient harm.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Though there can be a possibility of peeling off of the forceps cover glue due to aging, but considering that there is general damage concentrated on the distal end, the cause is likely due to external force such as strong rubbing on the area in normal use including reprocess. The instructions for use includes the following statements: inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.